Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra smart coil system include, but are not limited to, aneurysm rupture, hematoma or hemorrhage at the site, intracranial hemorrhage, distal embolization, including death. Therefore, it was determined that the reported adverse event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2020, the patient underwent a coil embolization to treat a sentinel rupture of an internal carotid artery (ica) and posterior communicating artery (pcom) aneurysm using penumbra smart coils (smart coils). During the procedure, the physician advanced a smart coil into the aneurysm; however, it was noted that the first loop of the smart coil formed outside of the coil mask inferior boundary of the aneurysm and, consequently, the patient experienced severe headache. The first loop of the smart coil was left in place and the remainder of the smart coil was rapidly advanced into the aneurysm to tamponade the rupture point. Following the coil placement, an angiography showed no coil loops herniating into the parent vessel and the previously noted extravasation was no longer present. The event was considered resolved as of (B)(6) 2020 with no medication. The rupture aneurysm was reported to be a non-serious adverse event with a definite relationship to the index procedure and to the smart coil.